Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('organ perforation/ migration or perforation') and depression ('depression'). In a 24-year-old female patient who had essure (ess205) (batch no. 509015,508835), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "device monitoring procedure not performed". The patient's medical history included: cholecystectomy in june 2010. Previously administered products included, for an unreported indication: birth control pills from 2000 to 2002. Concurrent conditions included: morbid obesity, pancreatitis, vomiting and dehydration. Concomitant products included: adalimumab (humira), ciprofloxacin, infliximab (remicade), mercaptopurine and methotrexate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain / pain"), back pain ("back pain"), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced rash ("rashes or skin conditions, type: facial rash"). And was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced crohn's disease ("autoimmune disorder/autoimmune disorder, type of disorder: crohn's disease/gastrointestinal or digestive system condition, type: crohn's disease"), dental caries ("dental problems, tooth decay"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal), type: bladder"), nausea ("nausea") and diarrhoea ("gastrointestinal or digestive system condition, type: chronic diarrhea"). In 2008, the patient experienced migraine ("migraines") and cluster headache ("headaches/cluster headaches"). In 2013, the patient underwent small intestinal resection ("surgery (other) ovaries), type of surgery: resection of the small intestine") and experienced colonic abscess ("other injury(ies) or complication, please describe: abscess of the colon") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain/abdominal cramping"), abdominal pain ("abdomen pain"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal), type: urinary infections") and vision blurred ("vision/eye problems, type: blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and tooth extractions and fillings). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the perforation, depression, crohn's disease, small intestinal resection, dental caries, colonic abscess, genital haemorrhage, abdominal pain lower, abdominal pain, pelvic pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue, cystitis, nausea, rash, migraine, cluster headache, dyspareunia, vision blurred, weight increased, diarrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cluster headache, colonic abscess, crohn's disease, cystitis, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, perforation, rash, small intestinal resection, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for severe and abnormal menstrual pain, heavy bleeding, prolonged and abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, infections, fatigue, autoimmune disorder, and organ perforation, among other symptoms. Patient will need to undergo additional surgical intervention as a result of her essure implant. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 43.8 kg/sqm. Lot numbers and exp/MFR dates 508835, jul 2007, aug 2005, 509015, oct 2007, nov 2005. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new event: depression was added. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation/ migration or peforation') and depression ('depression') in a 24-year-old female patient who had essure (ess205) (batch no. 509015,508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cholecystectomy in (B)(6) 2010. Previously administered products included for an unreported indication: birth control pills from 2000 to 2002. Concurrent conditions included morbid obesity, pancreatitis, vomiting and dehydration. Concomitant products included adalimumab (humira), ciprofloxacin, infliximab (remicade), mercaptopurine and methotrexate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain / pain"), back pain ("back pain"), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced rash ("rashes or skin conditions type: facial rash") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced crohn's disease ("autoimmune disorder / autoimmune disorder type of disorder: crohn's disease / gastrointestinal or digestive system condition type: crohn's disease"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), nausea ("nausea") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In 2008, the patient experienced migraine ("migraines") and cluster headache ("headaches/cluster headaches"). In 2013, the patient underwent small intestinal resection ("surgery (other) ovaries) type of surgery: resection of the small intestine") and experienced colonic abscess ("other injury(ies) or complication please describe: abscess of the colon") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain / abdominal cramping"), abdominal pain ("abdomen pain"), urinary tract infection ("infections / infection (bladder/ urinary tract/vaginal) type: urinary infections") and vision blurred ("vision/eye problems type: blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and tooth extractions and fillings). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the perforation, depression, crohn's disease, small intestinal resection, dental caries, colonic abscess, genital haemorrhage, abdominal pain lower, abdominal pain, pelvic pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue, cystitis, nausea, rash, migraine, cluster headache, dyspareunia, vision blurred, weight increased, diarrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cluster headache, colonic abscess, crohn's disease, cystitis, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, perforation, rash, small intestinal resection, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for severe and abnonnal menstrual pain, heavy bleeding, prolonged and abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, infections, fatigue, autoimmune disorder, and organ perforation, among other symptoms. Patient will need to undergo additional surgical intervention as a result of her essure implant. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.8 kg/sqm. Lot number: 508835 manufacture date:2005-08 expiration date: 2007-07. Lot number: 509015 manufacture date:2005-11 expiration date: 2007-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation') in a (B)(6) female patient who had essure (ess205) (batch no. 509015,508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cholecystectomy in (B)(6) 2010. Previously administered products included for an unreported indication: birth control pills from 2000 to 2002. Concurrent conditions included morbid obesity, pancreatitis, vomiting and dehydration. Concomitant products included adalimumab (humira), ciprofloxacin, infliximab (remicade), mercaptopurine, methotrexate and metronidazole (flagyl). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain/pain"), back pain ("back pain"), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced rash ("rashes or skin conditions type: facial rash") and was found to have weight increased ("weight gain"). In november 2006, the patient experienced crohn's disease ("autoimmune disorder/autoimmune disorder type of disorder: crohn's disease/gastrointestinal or digestive system condition type: crohn's disease"), dental caries ("dental problems tooth decay"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), nausea ("nausea") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In 2008, the patient experienced migraine ("migraines") and cluster headache ("headaches/cluster headaches"). In 2013, the patient underwent small intestinal resection ("surgery (other) ovaries) type of surgery: resection of the small intestine") and experienced colonic abscess ("other injury(ies) or complication please describe: abscess of the colon") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain/abdominal cramping"), abdominal pain ("abdomen pain"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal) type: urinary infections") and vision blurred ("vision/eye problems type: blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and tooth extractions and fillings). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the perforation, crohn's disease, small intestinal resection, dental caries, colonic abscess, genital haemorrhage, abdominal pain lower, abdominal pain, pelvic pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue, cystitis, nausea, rash, migraine, cluster headache, dyspareunia, vision blurred, weight increased, diarrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cluster headache, colonic abscess, crohn's disease, cystitis, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, perforation, rash, small intestinal resection, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for severe and abnonnal menstrual pain, heavy bleeding, prolonged and abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, infections, fatigue, autoimmune disorder, and organ perforation, among other symptoms. Patient will need to undergo additional surgical intervention as a result of her essure implant. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Lot numbers and exp/MFR dates 508835, jul2007/aug2005; 509015, oct2007/nov2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs received- new event device monitoring procedure not performed were added. Removal details were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.